Event description:
A surgeon reported that a patient developed wound dehiscence with a large choroidal tear one day following intraocular lens (iol) implant surgery. The anterior chamber could not be reformed well enough to properly support the intraocular lens. The iol was removed. The association between the iol and this event is not known.